Event description:
It was reported that the ventilator generated a technical error code indicating an expiratory flow meter error. The report also stated that water was found on the control printed circuit board (pcb). There was no pt involvement. (B)(4).

Manufacturer narrative:
A service engineer has been on site and started the investigation. A supplemental medwatch will be submitted when the investigation is completed.

Manufacturer narrative:
The reported technical error code was, according to information from our service engineer, caused by the control printed circuit(pc) board. Water deposition on the printed circuit board was most likely the cause for the failure. No pc-board, log files, or pictures, were received to provide confirmation of the reported failures despite several reminders/requests having been sent. The customer refused to send the pc-board for our investigation. The root cause for why the control printed circuit board was found with water deposition and had failed, has not been determined as a result of the lack of information and goods provided for the investigation.